Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced continuous elevated blood glucose (bg 200-400 mg/dl). Bolus and insulin injections were used to address bg. Pump system check was performed with tandem technical support and pump was found to be functioning properly. However, customer alleged there may a pump issue. Although multiple attempts were made by tandem technical support to request pump data be uploaded for additional review, customer did not reply.